Event description:
Livanova deutschland received a report that, during a procedure, the electrical remote-controlled tubing clamp displayed error message "auto clamp failure" .medical team elected to mute the alarm and procedure was completed with no issue.there is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the electrical remote-controlled tubing clamp. Since no errors have occurred since then and there have been no problems with operation, it is highly likely that this was a temporary error the complained erc has been replaced with a replacement unit. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communication with the customer livanova learned that he decided not to continue with device repair since he was buying a new system. Taking into account that the procedure was completed without issues and that the failure was not reproduced upon technical inspection, it cannot be ruled out that the most likely root cause of reported event is a temporary electrical failure as a false contact or bad connections which was definitively fixed by service technician throughout the equipment check.

Manufacturer narrative:
H11: the affected part was returned to livanova japan for a detailed investigation. The technician could not confirm the reported issue. The involved unit is over 10 years old. Considering deterioration over time, most likely the following parts will be replaced as preventive measure: clamp control boards a and b. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.